Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient experienced bleeding from their access site during impella cp support. The site was redressed to angle match. The suture hub was advanced, and forward sutures were placed to manage the condition. It was also noted that statseal was applied to the site. Support remained ongoing with the implanted pump.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major event has been completed. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to use issue since hemostasis was achieved after adding extra sutures and adjusting the angle.